Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an ¿abdominal infection, which appeared to fester.¿ the cause of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified injection and medicine added into pd solution (drug names, doses, routes, frequencies, and durations not reported) for abdominal infection. Pd therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.